Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), u(B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs. The patient was having an MRI so the technician was calling for MRI guidelines. The caller reported that the patient said their ins was removed but the lead is still implanted. The caller did not know the reason for the ins removal. Additional information was received from the patient on 2018-apr-11. The patient was calling to let us know that the system was taken out in october 2011. The doctor wrapped it around their vertebrae with the leads then took it down their back into their battery when they installed it. The patient said that they could not reach stuff or drive or lift their arms for months because the lead was wrapped around their vertebrae and it would pull on it and the doctor said nothing was wrong and they only had pain in their thoracic and not their neck and lumbar. The patient had thoracic pain. The issues started right when they got home from the implant. The patient had a computerized angiograph and the cardiologist said that they are not a neurosurgeon but wanted to show the patient. They showed the patient a little white oval thing popping through where it is inserted in their spinal cord and they said that this is the problem so they did an MRI of their spinal cord with and without contrast. It took the patient months to find someone to remove it. The improper lead placement around their vertebrae and problems with vertebrae and mobility after implant began since being implanted. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the current status of the device was unknown. The patient said the cause of the doctor wrapping the leads around the vertebrae was that the surgeon did it and no one knew why he did it like that. The cardiologist was the doctor who identified the issue to her. Nobody wanted to touch the device because she wanted it explanted. She finally found an orthopedic surgeon and had the device removed. The patient said it hurt her the day after implant. The patient said she couldn¿t raise her arms. No further complications were reported.